Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and the during the load sequence. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump and manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.